Manufacturer narrative:
D4. UDI, h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other text: b3, d4: lot number, expiration date, UDI number, d5, h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was too tightly connected to the cannula and could not be "deployed". Patient involvement unknown.